Manufacturer narrative:
(B)(4). This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg stopped working after he underwent an MRI several years ago. The patient reported he felt a jolt during the MRI (contraindicated procedure). The patient stopped charging and using his scs ipg after that time. Patient would like ipg replaced to restore therapy. Surgical intervention may be pending to address the issue.